Event description:
Pt amidst surgery for subtotal hysterectomy. Surgeon using harmonic ace on soft tissue, not near any metal. Device removed from pt. Tip broke off when surgical technician attempted to wipe with gauze sponge. No pt injury.

Manufacturer narrative:
Date sent: 4/16/2009. Info not available, device not returned for analysis. Additional info from voluntary report: 2009. Curved shears w/ergonomic handle. Health professional: yes. Also reported to: manufacturer. Does not want identity disclosed to the manufacturer.